Manufacturer narrative:
Initialthe event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet pump, after which the agent guided the user to rewind and perform a dry run that progressed past 60 units without further alerts, followed by a rewind and a complete supply change with a meal announcement, with blood glucose not impacted; the device problem was consistent with a mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an assembly-related problem consistent with a mechanical jam at the motor level. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.